Event description:
Signs/symptoms/disease being reported: pain, related to device was uncertain, operative site events= wound hematoma, with a resolution of event resolved as of (B)(6) 2007.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report.